Event description:
It was reported that there was insufficient ice. A visual-ice cryoablation system was selected for use in a procedure with four cx needles. Throughout the procedure, during both freeze cycles, the temperature on the tip of the needle was -1.05, which was normally -1.20. CT showed the iceball to be 1cm less than expected in all dimensions. The same issue was observed on all needles across all channels. Ice formation was sufficient in covering the targeted tissue after the third freeze to increase the iceball size. The procedure was completed with this device. No patient complications were reported.